Event description:
Information was received that a smiths medical cadd extension set was leaking. The patient reported feeling unwell, and her cassette was noted to be empty. Additionally, a crack in the tubing entering the filter was noted as well. No patient injury resulted.